Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera presented a shaking image and sometime a black screen. The shaking is not permanent. It occured few times the sound of the units are very acute and is suggesting a fan problem. This situation occured during use and during a test in our technical department. The procedure was completed successfully with no surgical delay or prolongation of surgery. No negative impact in state of health reported. Cross reference: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned devices, the error description provided by the customer, "shaking image /black screen sometimes" could not be confirmed. Even though the 3 associated units, tc201, tc304 and th120 were tested in the system in continuous operation over several days, the described failure of the customer could not be detected/ determined. The most probable root cause therefore is the cabling on site which may have a loose or not correct connected connection. This event is filed under internal complaint ID (B)(4).